Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer contacted philips to report an observation made during a resuscitation effort where the qcpr meter was used. At some point after initiation of a resuscitation effort the users observed blood coming through the ventilator tube. The users described this as an "arterial bleed" and wonder whether the use of the qcpr meter was related to the observed internal bleeding. The date of this event has not yet been reported to us. We are considering this as a serious injury. We have requested additional information about this event and are awaiting a response.

Manufacturer narrative:
A qcpr event summary was not provided for evaluation. There was no report of failed operational check for either the device or qcpr meter. This event was initially reported as a serious injury based on the information provided, that blood was noted in the ventilator tube during a resuscitation effort. Philips received additional information that the involved patient died. There was no allegation that the observed blood in the tube impacted the patient outcome. There was no allegation that the device failed to deliver therapy. Qcpr is an optional functionality that provides feedback to the user regarding chest compressions and ventilation. The heartstart mrx instructions for use warns the user about the possibility of rib fracture and other chest injuries. "Warning: properly performed CPR can result in the fracturing of a patient's ribs or other chest injuries, including external chest wall bruising or abrasion. If patient rib or chest integrity has been compromised, continue to provide CPR in accordance with your local protocol." The device remains at the customer site. There was no information that support that a malfunction occurred. The date of death was requested, the customer could not provide.